Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was attempted to be positioned in the lateral wall, but thresholds were high so the lead was removed and another lead was implanted in the posterior wall. No patient complications have been reported as a result of this event.